Event description:
Per the customer, there was a complication during a navigated procedure. The l4 screws were misplaced during the procedure and inserted in the foramen instead of the pedicle. The surgeon made the decision to leave the screws in the current location and will revise if needed. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.